Event description:
The pt called and stated that when she attempted to remove a tampon, the withdrawal cord broke, leaving the absorbent pledget in her vagina. She was advised to seek medical assistance if she was unable to remove it. The pt subsequently called again and noted that she had been to her gynecologist who removed the pledget. The pt did not note any further intervention being undertaken and she did not re port any ill effects.

Manufacturer narrative:
A review of the DHR showed that all measurements of cord integrity were within specifications. There were no reported issues noted during mfg that would have impacted cord integrity. Although the pt originally noted a willingness to return the unused tampons remaining in the carton, none have been returned by ppe provided for the return as of the time of this report. If further info becomes available, a f/u report will be provided.